Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. The plate and screws were not returned for investigation and no photos were provided, therefore the products could not be visually evaluated or functionally tested. Because there was a revision, the complaint is confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00051-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 12 mm, catalog: 76-2412, lot #: ni. Concomitant medical products: therapy date: (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00051.

Event description:
It was reported a revision due to plate fracture was performed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.